Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025, it was reported that a beta bionics ilet user experienced an unresponsive touchscreen during the fill-tubing step of a training session. The issue was resolved after restarting the device through the ilet mobile app, and setup was completed successfully. No hospitalization was required and no long-term health effects were reported.